Event description:
Caller reported alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer changed supplies as necessary and resumed insulin therapy, although cts was unable to determine the cause of the occlusion because the caller declined further troubleshooting.